Event description:
The customer contact reported that the device dispensed less tpn solution than intended. The device was used to compound a 2400ml container of tpn. No audible alarm tones were reported. The tpn solution was given to a homecare pt for delivery. On an unspecified date, the homecare pt reported that the tpn delivery was compete 45 minutes earlier than expected. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on 1/23/09. Investigation is not complete.